Manufacturer narrative:
There was no medication or intervention associated with this event. User error was involved since the operator performed the sculpsure laser treatment over an existing tattoo near the hip bone, which is cautioned against in the clinical reference guide. This resulted in the tattoo area receiving a burn that may develop into a potential scar. Per the sculpsure clinical reference guide: "when treating over a tattoo, there is an increased risk of adverse skin effects and discomfort if the applicator(s) is not in full contact with the skin" and "do not treat over scars or bony area such as hips or ribs. Discomfort or adverse skin effects may occur". As a result, there was a loss of proper contact with the skin during the treatment and prevented adequate cooling from being delivered to the treated areas. The device was not evaluated due to the user error in this incident. Burns are expected side effects from laser treatments, however this is reportable because of the potential for scarring.

Event description:
Patient experienced a burn on the flanks area following a laser procedure.